Manufacturer narrative:
The pump was not returned for investigation, and no data log was provided or available for review. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Clinical symptoms (cardiac tamponade, hypotension, acute kidney failure): the cause of the injury was not determined due to insufficient clinical details. Clinical symptoms (atrial fibrillation, bradycardia): the root cause of the injury was unable to be determined due to insufficient clinical details. Pump suction: clinical details indicate that the patient experienced persistent suction alarms, some of which were unresponsive to repositioning. Without the returned product and sufficient clinical details, the cause of the suction issue could not be determined. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
It was reported that a patient implanted with an impella cp experienced atrial fibrillation requiring increasing does of vasopressors and cardioversion. The patient then experienced cardiac tamponade which resolved following pericadiocentesis. The patient continued to deteriorate with pump suction events, bradycardia, hypotension, and multiorgan failure. The patient was treated with extracorporeal membrane oxygenation and hemodialysis.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.